Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned for evaluation. The device data logs were not available for review. The battery used at the time of the event was returned for evaluation. The battery had a visual indication that recalibration was required. The battery was found to be faulty when inserted into a battery charger and was unable to be recalibrated. A replacement battery was sent to the customer as a precaution. Analysis of reports of this type has not identified an increase in trend.